Manufacturer narrative:
H6: investigation: bd had not received samples or photos for evaluation. Therefore, twenty-nine (29) retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for stopper pop off was observed. The samples were subjected to functional testing with nine (9) of the twenty-nine (29) samples resulting in stopper creep out or stopper creep up. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper pop off. Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that the cap flies off in the centrifuge. When putting the tube in the centrifuge, the cap flies off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that the cap flies off in the centrifuge. When putting the tube in the centrifuge, the cap flies off.